Event description:
It was reported that the patient's catheter was kinked. It was indicated that the patient had a dye study done a couple of weeks ago and the physician seen a catheter kink. The pump was set at minimum rate and the patient was supplemented with oral medications. There were no patient adverse symptoms reported. The catheter was revised on (B)(6)-2012 and only the spinal segment was replaced. The pump segment of the catheter was confirmed to be working. The outcome of the patient was not provided. The drug delivered via pump was unknown.

Event description:
Additional information indicated that, during the patient's revision surgery, the catheter was covered with adhesions that appeared to have blocked the tip. The adhesions were removed with a forceps, and the distal catheter was irrigated and found to be patent. The connector was reattached to the distal and proximal ends and tied in place with silk sutures. The connector was sutured to the surrounding tissue, and the distal end was inserted back into the dura through the existing durotomy. The patient was noted to have tolerated the procedure well and was transferred to the recovery room.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).